Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. Correction: corrected date of event is 03/11/2025. Evaluation: four samples and two photos were provided to our quality team for investigation. Upon evaluation, it was observed that all samples have brown discoloration on the barrels consistent with embedded foreign matter. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start-up. This type of defect is cosmetic and does not pose a risk to the customer. Furthermore, a device history record review was completed for provided lot number 4255174. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Materials: 309648 batch#: (B)(4). It was reported that the bd syringe 1ml ll bns had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. When beginning to consume m: 309648 b: 4255174 from po (B)(4) we noticed the presence of foreign substance inside some of the syringes. It appears to be either grease or something of that nature that might have happened during the manufacturing process as it is inside the barrels of the syringe. At this time we would like to return the remainder of what we have on hand (B)(4) to prevent any consumption of syringes with this defect. Please see attached for the images of the syringes and I can provide samples as well for your team to look at.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.